Event description:
In 2007, dr implanted four endotine ribbon devices, two in the jowl and two in the right cheek of the pt. Eight days post operatively the pt still had swelling. On the following month, the dr stated that he discovered that one ribbon device has broken in the center of the right cheek. On the pt's six week follow-up from the original surgery, the dr stated that he noticed that one ribbon device that was placed in the jowl was broken.

Manufacturer narrative:
The physician stated he had performed a second surgery to correct the broken ribbon device in the jowl. The physician removed the distal end of the device and resutured the proximal end of the device. It is premature to determine if the fracture of the device in the jowl will negatively impact the cosmetic result. The physician has advised the pt to wait for the six month post-op for reduction of swelling. During the six month post-op eval, the dr will advise pt as to whether subsequent procedures are necessary or cosmetic benefit has held. Coapt will follow-up with the dr regarding post-op advice to pt.